Event description:
Add'l info received 8/3/99: initial testing confirmed that the device could not be interrogated. Add'l testing noted electrical overstress damage to the high-power hybrid had occurred. Other components also showed electrical overstress damage. It was concluded that the loss of telemetry was a secondary effect of overstress failure in the high voltage hybrid. The overstress damage pattern was consistent with damage induced if the device is exposed to an external high energy shock. As noted above, the damage to high power hybrid is consistent with exposure to externally delivered high energy. The mini ii physician's manual states "external defibrillation has the potential to damage an acid pulse generator", and further, "confirm pulse generator function following any internal or external defibrillation episode."